Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/15/2016, that on (B)(6) 2016, the patient experienced a broken sensor wire. The sensor wire was inserted into the abdomen on (B)(6) 2016. Patient reported that the wire was located at the lower abdomen and that they were experiencing pain and discomfort at the insertion site. On (B)(6) 2016, the patient had an x-ray performed at the community hospital. On (B)(6) 2016, a second x-ray was performed. Surgery to remove the sensor wire was scheduled for (B)(6) 2016. At the time of contact, the patient was in good condition and was awaiting surgery. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of broken sensor wire was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4)

Event description:
The sensor was returned for evaluation a visual inspection was performed and the sensor wire was missing from the sensor pod and housing puck. Due to the missing sensor wire, the reported event of a broken sensor wire was not confirmed. A root cause could not be determined.